Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the autocal valve on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.